Event description:
A user facility reported to olympus that there was no output from the serial digital interface. The problem, as reported to olympus, was identified during installation. There was no patient involvement.

Manufacturer narrative:
The suspect device has been returned to olympus. The device evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image output could not be identified. Olympus will continue to monitor field performance for this device.